Manufacturer narrative:
To date the incident device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant procedure of a bifurcated stent the patient had an intraoperative right iliac rupture. The treatment of the ruptured iliac was not initially reported to endologix, it is unknown if any additional non-endologix stents were implanted. The patient is reported to be in stable condition post procedure. To date there have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based on the information available the root cause of the reported event is likely due to user and or anatomically related issues. Clinical review identified there was suboptimal positioning of the infrarenal cuff, and there was moderate angulation of the infrarenal aorta. The device was not returned, therefore no physical evaluation was completed.